Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the cable broke at the distal end of the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch cables were broken. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not were not damaged. Failure analysis investigation also found the instrument main tube had deep scratches and gouges. The distal end of the main tube had various scratch marks and with light material removal. The scratches were .219 - .258 in length and not aligned with the tube axis. The damage may have been likely due to mishandling/misuse. No other damage was found.